Event description:
(B)(4).

Manufacturer narrative:
The bsm-6500 vital sign monitor and the gf-210ra multi gas unit came in for evaluation. We could not confirm the customer complaint. This unit was tested and it was found to be a normal function for the gas unit. When there is no sample line hooked to these units the parameter will be cleared from the bedside monitor after the check water trap waring comes on and the silence alarm button is pressed. Once a sample line is reattached or the "gas parameter" is selected then "air calibration" is performed this unit's gas parameter will come back. Checked this unit against a brand new unit and they function the same. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.